Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient who is (B)(6) months old tested (B)(6) confirmatory test. Based on the data provided, the (B)(6) confirmatory test result is false (B)(6). The results were reported outside of the laboratory. Two different samples ((B)(6) 2016) were obtained and were (B)(6) when tested for the (B)(6) confirmatory test. The result from (B)(6) 2016 was (B)(6)% neutralization. The result from (B)(6) 2016 was (B)(6)% neutralization. The results are being questioned because the patient's mother is (B)(6). Additionally, all other (B)(6) tests for the patient are (B)(6). The patient was also (B)(6) test. No adverse event occurred. The e601 analyzer serial number was (B)(4). Two samples from (B)(6) 2016 were submitted for investigation. Due to low sample volume, the two samples were pooled for investigation. The investigation found the (B)(6) test to be reactive, but there was not enough sample to rerun the (B)(6) confirmatory test. The (B)(6) results are assumed to be false (B)(6). A specific root cause could not be identified for the (B)(6) confirmatory test results since there was not enough sample left to complete the investigation. Additional sample material was requested but could not be provided.